Manufacturer narrative:
Due to the limited data available, the cause of the event could not be determined. The investigation did not identify a product problem. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable low ise indirect na for gen.2 result for 1 patient tested on a cobas 8000 cobas ise module (double). The initial sodium result was 125.1 mmol/l. The patient sample was tested an additional 3 times with the following sodium results: 131.0 mmol/l, 131.5 mmol/l, and 129.8 mmol/l. The initial sodium result was reported outside of the laboratory but no treatment was provided based on the low result. The sodium electrode lot was requested but was not provided.